Manufacturer narrative:
Customer returned pump due to a pump error 49, pump error 68 and pump error 23 were found on 26-jan-2023. The pump passed the displacement test, active current measurement test, sleep current measurement test and self-test. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thus. Pump error 23 was found in the history files on 01/26/2023 07:32:29.000. Pump error 49 was found in the history files on 01/26/2023 07:32:03.000. Pump error 68 was found in the history files on 01/26/2023 07:32:03.000. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found physical/moisture damage to the pcba 1, force sensor and motor home switch. The following were noted during visual inspection: scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and label damage (serial number label fading; end cap address label fading). Pump error 23, 49 and 68 were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 23, pump error 49 and pump error 68. Troubleshooting was performed and the customer was not able to clear the alarm and rewind the pump for pump error 49 and pump error 68. The customer was able to clear the alarm and rewind the pump for pump error 23. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.